Event description:
It was reported that when the tubing is placed on the pump, everything is alright, then validation of the parameters is alright, the start of the purge is alright, then after 2 minutes the pump rings and the alarms detect an occlusion. The reported issue occurred just before use with the patient. No clinical consequences except that the patient did not have the optimal analgesia. The pump was changed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device fluid path, which was determined to have excessive bonding solvent. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation attributed the excess solvent to an error during the manufacturing process. Complaint information will continue to be monitored.